Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. The reported blood glucose reading at the time of the call was 81 mg/dl. The customer declined any troubleshooting. The customer stated that he did not program any boluses prior to the event. The customer stated that he is priming properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.